Event description:
It was reported to philips that the system's image processing computer was unable to boot up, preventing imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment procedure was being performed and was aborted. The philips field service engineer (fse) visited system onsite and confirmed that the system was not producing x rays. As part of troubleshooting, the fse reviewed system log files and identified no communication between ippc and host pc. The cause of the ippc failure was not conclusively determined by the supplier's part analysis. However, the issue was resolved when the fse replaced the ippc, reinstalled the software and formatted the image disk. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.